Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was being revised for a loose patella implant at the cement to bone interface. Cement manufacturer was unknown. The cause was unknown. A 32 anatomic patella button was removed. One peg sheered off and another one was bent. All pieces were recovered. Doi: (B)(6) 2019. Dor: (B)(6) 2021; affected side: left knee;

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.